Event description:
The customer contact reported the device delivered more medication than intended. The device was returned to the biomedical department with a note that stated, "piggyback infused faster than set rate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. No specific event details were provided. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the date verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1103, channel a of the device was programmed for a piggyback delivery of potassium chloride 20 meq/100 ml, at a rate of 100 ml/hr, with a vtbi of 100 ml, and the delivery was started. Between 1125 and 1127, the delivery was stopped, cassette load/eject button pressed, a check flowstop alarm occurred, alarm silenced, cassette eject channel a, cassette load/eject button pressed, clear program, cassette eject channel a, cassette load/eject button pressed twice, cassette ejected channel a, a check flowstop alarm occurred, cassette load/eject button pressed, alarm silenced, cassette load/eject button pressed, cassette eject channel a, a check cassette alarm occurred, a check flowstop alarm occurred, check flowstop alarm cleared, channel a cassette loaded, and check cassette alarm cleared. At 1127, basic program continued for channel a. At 1231, delivery stopped and the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.